Event description:
Initially, a caregiver contacted global technical services (gts) regarding assistance with a slow flow patient alarm that appeared while using the homechoice (hc) cycler. The caregiver thought the hc should have been further into therapy and stated she heard an alarm. When the caregiver came into the room the patient was unresponsive. The caregiver cleared the alarm. The fill completed with no issues. The paramedics were notified, arrived at the home and stabilized the patient?s blood sugar. The hc continued to dwell 1 with 23 minutes remaining. Global pharmacovigilance provided the following information: on (B)(6)2010, the patient gave himself a dose of insulin (dose unknown) via his insulin pump prior to dialysis therapy. The homechoice (hc) machine alarmed low fill volume. The patient experienced low blood sugar and became unresponsive. The paramedics were called. The patient was treated with glucagon (dose unknown). The patient was not hospitalized for the event. This patient is a juvenile brittle diabetic who uses an insulin pump who followed up with the clinic the same day. The nurse stated the patient routinely gives himself insulin via his insulin pump prior to therapy because the dianeal solution contains dextrose and to protect himself with the dextrose being administered into the peritoneum. The nurse indicated the patient most likely administered the routine dose of insulin, encountered drain issues (possibly fibrin or kinked lines) and the insulin activated before sufficient fill solution was available. No pre or post blood sugar readings were available and the dose of insulin was unknown. The nurse indicated no pump issue was identified and retraining was not needed. The patient is compliant. The patient outcome was good. The event was unrelated to a baxter product.

Manufacturer narrative:
(B)(4). The device was determined to be functional during the conversation between the baxter technical service representative and the patient's caregiver. The device was not returned for evaluation and the patient continues to use the device without any issues occuring.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the device's service history record revealed no issues that may have contributed to the slow flow patient alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.